Event description:
The patient had a temporary pacemaker inserted before a dual pacemaker implant procedure. Once both of the leads were inserted and connected to the subject pacemaker, the temporary pacemaker was switched off; however, there was no indication of pacing from the pacemaker and therefore asystole occurred. The temporary pacemaker was turned back on to temporary pace the patient. It was attempted to re-insert the ventricular lead into the port 6 times, however the lead kept on falling out of the port, even after screwing the lead in with the screwdriver. The pacemaker was replaced, and the procedure was finished normally.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The patient had a temporary pacemaker inserted before a dual pacemaker implant procedure. Once both of the leads were inserted and connected to the subject pacemaker, the temporary pacemaker was switched off; however, there was no indication of pacing from the pacemaker and therefore asystole occurred. The temporary pacemaker was turned back on to temporary pace the patient. It was attempted to re-insert the ventricular lead into the port 6 times, however the lead kept on falling out of the port, even after screwing the lead in with the screwdriver. The pacemaker was replaced, and the procedure was finished normally. The preliminary analysis of the returned device suggests that the issue was due to a lead connection issue.